Manufacturer narrative:
This is a supplemental report for MFR. To provide the device evaluation results. The ues-40s used in the referenced procedure has been already returned to olympus medical systems corp.(omsc) for evaluation. Omsc confirmed that there was no abnormality and/or irregularity of the exterior of the device. Omsc evaluated the ues-40s and found that the ues-40s functioned normally and had no problem in the output function. Also, omsc could not duplicate the user¿s report and could not found the abnormality and irregularity lead to the user¿s report. There were no further details provided. The exact cause of the reported event could not be conclusively determined at this time. If additional or significant information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record was reviewed and found no irregularities. Olympus medical systems corp. (Omsc) investigated the subject device, conclusively omsc determined that the subject device meets the specification. Although the exact cause of the reported event could not be conclusively determined, omsc surmised the reported event might be attributed to another devices or the user handling of the devices based on the investigation result.

Manufacturer narrative:
The ues-40s used in the referenced procedure has already been returned to olympus medical systems corp.(omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the facility performed the holep (holmium laser enucleation of prostate) procedure. The patient had bleeding, the physician changed the procedure to turis (trans-urethral resection in saline) procedure to stop bleeding. During the procedure, the nurse and medical engineer noticed that the flame occurred for a moment. Also the drape covering the patient burnt. The procedure was completed, however the patient suffered the thermal burn on the right abdomen and inguinal area. The patient needed unscheduled hospitalization to treat the thermal burn.